Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area/ chronic pain') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2002, 2007), placenta previa, blood pressure high and gestational diabetes. Concurrent conditions included anemia, cyst ovary, nausea, diarrhea, metaplasia, uterine fibroids, benign polyp of uterus, adenomyosis, paratubal cyst, general body pain, multiparous, adnexal mass, adhesion and vaginal discharge. Concomitant products included drospirenone + ethinylestradiol (ocella) since 2007 to (B)(6) 2008, ibuprofen from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2010. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain ("chronic abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full),salpingectomy(right side removal of fallopian tube)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anaemia and abdominal pain had resolved, the vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and fatigue had not resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2007 and (B)(6) 2008. As per pfs, patient did not undergo essure confirmation test. She had left coil inside her that is causing her issues. Plaintiff claimed received treatment for bleeding,psych injury- yes. Patient received treatment for pelvic pain, menorrhagia, anemia and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: no evidence of hyperplasia or malignancy; on (B)(6) 2010: specimen b labeled "right fallopian tube and para tubular cyst" shows a fallopian tube, the serosa of which shows fibrofatty adhesions with the adjacent cyst showing a wall that is composed of thick connective tissue. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia and anemia. Lot number:626582; manufacture date: 2008-02; expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event - post removal complications was added. Event outcome for menorrhagia and anemia was updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2002, 2007), placenta previa, blood pressure high and gestational diabetes. Concurrent conditions included anemia, cyst ovary, nausea, diarrhea, metaplasia, uterine fibroids, benign polyp of uterus, adenomyosis, paratubal cyst, general body pain, multiparous, adnexal mass, adhesion and vaginal discharge. Concomitant products included drospirenone + ethinylestradiol (ocella) since 2007 to (B)(6) 2008, ibuprofen from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2010. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy(right side removal of fallopian tube)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, anaemia, dysmenorrhoea and fatigue had not resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs, patient did not undergo essure confirmation test she had left coil inside her that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: no evidence of hyperplasia or malignancy; on (B)(6) 2010: specimen b labeled "right fallopian tube and para tubular cyst" shows a fallopian tube, the serosa of which shows fibrofatty adhesions with with the adjacent cyst showing a wall that is composed of thick connective tissue. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia and anemia. Lot number:626582 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc.(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area/ chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2002, 2007), placenta previa, blood pressure high and gestational diabetes. Concurrent conditions included anemia, cyst ovary, nausea, diarrhea, metaplasia, uterine fibroids, benign polyp of uterus, adenomyosis, paratubal cyst, general body pain, multiparous, adnexal mass, adhesion and vaginal discharge. Concomitant products included drospirenone + ethinylestradiol (ocella) since 2007 to (B)(6) 2008, ibuprofen from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(right side removal of fallopian tube)). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, anaemia, dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs, patient did not undergo essure confirmation test she had left coil inside her that is causing her issues. Plaintiff claimed received treatment for bleeding,psych injury- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: no evidence of hyperplasia or malignancy; on (B)(6) 2010: specimen b labeled "right fallopian tube and para tubular cyst" shows a fallopian tube, the serosa of which shows fibrofatty adhesions with the adjacent cyst showing a wall that is composed of thick connective tissue. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia and anemia. Lot number:626582, manufacture date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: new pfs received- new events added; abdominal pain and bleeding were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2002, 2007), placenta previa, blood pressure high and gestational diabetes. Concurrent conditions included anemia, cyst ovary, nausea, diarrhea, metaplasia, uterine fibroids, benign polyp of uterus, adenomyosis, paratubal cyst, general body pain, multiparous, adnexal mass, adhesion and vaginal discharge. Concomitant products included drospirenone + ethinylestradiol (ocella) since 2007 to (B)(6) 2008, ibuprofen from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2010. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy(right side removal of fallopian tube)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, anaemia, dysmenorrhoea and fatigue had not resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs, patient did not undergo essure confirmation test she had left coil inside her that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Pathology test on (B)(6) 2010: no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines/headaches, anemia, dysmenorrhea (cramping) and fatigue were added. Outcome of all events updated from unknown to not recovered/not resolved. Lot number added. Events onset date were updated. Concomitant conditions, drugs added. Medical history and lab data added. Fu 2 and fu 3 processed together. On 7-aug-2019: no new clinical information was received. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.